Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. The record review confirmed the labeling, material, and process controls were within spec. There were no reported device malfunctions. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, the pt was initiated on peritoneal dialysis on (B)(6) 2011. He developed peritonitis on (B)(6) 2012, peritonitis is a known complication of peritoneal dialysis caused by a break in the aseptic technique or sterile field. The pt experienced cycler alarms a few weeks after the diagnosis of peritonitis. There is no history of device malfunction which could have caused or contributed to the event of peritonitis.

Event description:
During a call to technical support, a pt reported that they had been hospitalized for peritonitis. A follow up call to the pt's pd nurse confirmed the pt was hospitalized for peritonitis. The nurse also stated it was believed touch contamination was the likely cause.